Event description:
It was reported that there were two lesions treated with two endeavor stent (3.0 x 24 mm stents) ref MDR 2953738-2001-00288 approximately one month ago. Both lesion were located in the proximal lad (overlapping stents). On the same day as stent implant, the pt suffered an acute non-stemi. It was reported that the pt had chest pain during the pci procedure. The location of the infarct is non-determinable. It is unk whether the target lesion was involved. The investigator assessed the event as a non q-wave mi and did not provide an opinion regarding the relationship of the event to the product. Please note that this model number is not distributed in the united states.

Manufacturer narrative:
Results: myocardial infarction. Lack of info. Conclusion: lack of info.